Manufacturer narrative:
Pr # (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge. There was no patient impact.